Manufacturer narrative:
Zimmer biomet complaint (B)(4) report source: foreign country - (B)(6). This product is manufactured by zimmer biomet and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet manufactures a similar device that is cleared or distributed in the united states under PMA number (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, it remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the mandible implant seemed to be bigger than planned during surgery. According to the customer the implant overhangs the lower mandible edge and didn't fit to the holes that were drilled with the drill guide. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. The design vendor conducted an investigation and reported the following: post-op scan data was provided for review, comparison of the scans show a discrepancy between the pre-op and post-op occlusion. The initial patient scan may have included a slightly open bite posteriorly that was not identifiable during image processing of hard tissue per procedures. Review of electronic design data indicates the left mandibular and fossa components were designed properly from scan data provided per tmj component design procedures. A request to alter the occlusion was not included in the design input form and tmj design personnel did not receive stone models for design consideration. The occlusal discrepancy may have caused the ramus of the mandible to be further superior resulting in an overhang of the mandible component on the inferior border. Root cause of the complaint was determined to be outside of the scope of work. This case was processed per all applicable operating procedures. No issues were documented during the design, manufacturing, and final inspection procedures. Therefore, no evidence has been found during the review of the design to indicate that the process caused incorrect manufacture of the implant for this case. Device history record (DHR) was reviewed and no discrepancies were found. The design vendor reviewed the design and determined that the implants were designed properly from scan data provided. The design vendor stated "the initial patient scan may have included a slightly open bite posteriorly that was not identifiable during image processing of hard tissue per procedures." However, this could not be confirmed based on the scans provided. There are no indications of manufacturing defects. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.